Manufacturer narrative:
The data logs were reviewed and based on the evaluation of data, the system and the handpiece performed as expected; however, the treatment tip did not perform as expected. That treatment tip was having issue e171 at rep (B)(4). The customer replaced to a second tip and was able to complete the treatment. The service technician noted that the customer paused the treatment more than 30 minutes at rep 800th, and once they started treatment again, they did not tune the system. Evaluation of the datacard found the following errors occurred during treatment: quantity - error ID - description - percent of reps 3 - 131 - underforce during rf on - (B)(4) 2 - 132 - underforce during post cool - (B)(4) 1 - 171 - tm1 disconnected - (B)(4) the system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or console issue present. Errors indicate a recoverable problem that requires operator intervention. If the error occurs during a radiofrequency treatment, the radiofrequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of data the system and the hp performed as expected. Solta also reiterates the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating under force and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. During evaluation of the treatment tip, product support found a dent and dielectric membrane damage to the tip membrane. Solta medical has confirmed a low incidence (less than (B)(4) of the total estimated number of treatments) of first- and second-degree patient burns associated with dielectric membrane of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a damage to membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. Burns, blisters, scabbing, and swelling are all known possible adverse patient reactions to thermage treatment. Thermage system technical user¿s manual states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of a topical steroidal or antibiotic preparation may be of benefit. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Based on the available information, dielectric breakdown of the tip most likely contributed to this event. It is unknown what caused the dent and dielectric membrane breakdown of tip as all treatment tips are visually inspected during manufacturing. No corrective action is necessary at this time.

Event description:
A user facility reported that during a thermage cpt treatment to the face, a red spot appeared on the forehead and the tip presented with a dent on its surface. This resulted in a burn to the face consisting of scars, swelling and black spots. The patient was given polysporin bid with the current status reported as scabs that are healing with the outcome unknown. Available pictures were reviewed by the medical reviewer. On two pictures, crusted wounds appear scattered on one side of patient''s cheek. A third picture demonstrates crusts that are dropped with erythema and inflammation visible on one side of patient''s cheek. No other treatments were being performed in the same area where the symptoms were reported, nor has the patient undergone any other treatments in the same area in the past 90 days. The highest energy level used was 4.0 on the cheek. Solta medical cryogen and 1 bottle of coupling fluid were used during this treatment. The treatment tip surface was inspected prior to use and at about every 50 pulses during treatment with nothing remarkable.

Manufacturer narrative:
The tip was returned and evaluated. Service was able to confirm the customer''s complaint of "dent on tip surface". The tip is a valid and verified against the solta database. The tip passed the flow, the thermistor, and leak tests. The tip failed visual inspection for dent, and a burn mark on the tip surface as dielectric breakdown was observed. The tip passed the thermistor testing. Functional testing was unable to be performed due to the burn mark on the tip surface. Service was unable to determine when and how dent happened. It is unlikely that dents can contribute to the related complaint. Further investigation is underway.